Event description:
It was reported the customer was hospitalized for low blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 32 mg/dl. The customer stated their transmitter had stopped working in the middle of the night, and as result the customer did not have any insulin delivered to their body. It was also reported the customer was asleep when they had their low blood glucose event. Customer's wife found the customer sweating profusely and called the paramedics. Customer also stated they had just finished chemotherapy a month ago. The customer stated they were treated with an insulin drip and manual injections at the hospital. Customer also stated there was a discrepancy between their actual blood glucose and the insulin pump's reading. Customer's transmitter will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.